Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00183, since there is more than one device implicated. Evaluation summary: a female patient's humapen savvio device was jamming and the insulin was not being released. She experienced increased blood glucose. Investigation of the returned device (batch 1401v12, manufactured january 2014) found the injection button was detached due to a molding-related component issue. Additional function testing of the device could not be performed due to the detached injection button. Malfunction confirmed. A corrective action was implemented starting with batch 1512v01 (manufactured december 2015) for improved molding in-process controls. There is evidence of improper use. The patient reused needles, did not hold the injection button 5 seconds and did not prime the device every time before use, however, these issues may not be relevant to the complaint of increased blood glucose since the injection button was detached from the device

Event description:
Lilly case ID: (B)(6). This solicited case reported by a consumer, regarding a patient who took part of a patient support program (psp), with additional information received from second and third reporting consumers, concerns a (B)(6) female patient of unknown origin. Medical history of the patient included hospitalization due to unknown reason approximately in 2013 while the patient used insulin regular and nph (another manufacturer) via syringe. The patient started receiving these insulins in 2006 or 2007 when she was (B)(6); and high diabetes, also reported as diabetes never lowered. Concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge and insulin lispro (humalog) cartridge, both for treatment of diabetes, unknown dose, frequency and route of administration, beginning on an unspecified date reported as after medical history of hospitalization. The patient also received human insulin (rdna origin) regular (humulin r) cartridge via humapen luxura champagne (unknown lot number), 4 iu, three times per day, unknown route of administration, indication for use and start date. Approximately in 2014 the patient started to use humapen savvio gray in order to deliver human insulin nph and insulin lispro. On an unspecified date, approximately nine years after starting treatment with insulin lispro and human insulin nph via humapen savvio gray (lot number 1401v12) and unknown if after or prior to the starting of human insulin regular, the insulin lispro and human insulin nph were not delivered into the body and she did not receive them due to device jamming at the moment of the injection (product complaint 3706726; lot number 1401v12); it was stated that the injection screw was not coming out of the pen and that was the reason why the device did not work, and also that the injection button fell off. Due to the device problems, on (B)(6) 2016 (conflicting information reported as (B)(6) 2016; also reported as in (B)(6) 2016), the patient was hospitalized with an uncontrolled glycemic condition also described as very high diabetes (no value was provided). Also it was provided the patient felt very unwell; according to the first reporter, the hospitalization was caused by the device issues. On (B)(6) 2016 the patient was discharged from the hospital. On an unknown date, reported as since the hospitalization, the patient became very swollen because humapen savvio gray was broken, referring to jamming of the device, injection screw not coming out and injection button falling off. It was provided that patient did not undergo exams. Information regarding outcome and corrective treatment for blood glucose increased and felt unwell was not provided. The patient did not receive corrective treatment for drug dose omission and swelling and she was not recovered from these events. It was provided on 04jul2016 that patient always reutilized the needles and she waited only two seconds the needle inside her skin after injection. Human insulin nph and insulin lispro were continued and it was unknown the status of human insulin regular. The patient operated the devices and she was trained by a company representative. It was provided the device model humapen savvio gray and the reported device humapen savvio gray (lot number 1401v12) had been used for two years (also reported as more than three years; conflicting information). The patient had used the reported device model humapen luxura champagne since unspecified date and the reported device for more than three years. The humapen savvio gray was discontinued; it was returned on 17aug2016. The humapen luxura champagne was not returned. The first reporting consumer related the events of drug dose omission and swelling to the use of human insulin nph and insulin lispro and did not provide a relatedness opinion between these insulins and the event of blood glucose increased. The first reporting consumer considered the event of blood glucose increased related to the drug dose omission and the event of drug dose omission related to the problem of humapen savvio (unknown color) and did not provide a relatedness opinion between the events and human insulin regular. The second and third reporting consumers did not provide any relatedness opinion. This case is cross-referenced to cases (B)(4). Update 01jun2016: additional information received from call center on 31may2016 and on 01jun2016 was processed with the initial report. Update 06jun2016: additional information received from call center on 03jun2016. No medically significant information was added to the case. Update 22jun2016: additional information received on 22jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 05jul2016: additional information received from second reporting consumer on 04jul2016. Added second reporter. Updated color of device to gray and added its lot number. Narrative and corresponding fields were updated accordingly. Update 06jul2016: no medically significant information was received from second reporting consumer on 05jul2016. Only added information of injection screw not coming out of the device to the description of product complaint 3675889. Edit 11jul2016: upon internal review on 11jul2016 a medically significant edit was completed in order to add human insulin regular as suspect drug and humapen luxura champagne as suspect device according to information received on 04jul2016 from the second reporting consumer. It was also added information regarding improper use of the devices and added patient was trained by a company representative. Corresponding fields and narrative updated accordingly. Update 11jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 12jul2016: additional information was received on 11jul2016, and processed with the follow up from 11jul2016, from global product complaint database. Product complaint 3675889 was cancelled in the quality control database as it was a duplicate of 3706726 which was added to the case. Updated the product tab for humapen savvio gray and updated the narrative with the change. Update 12-jul-2016: additional information received on 12-jul-2016, and processed with the follow up from 11-jul-2016, from the global product complaint database added the device specific safety summary for the humapen luxura champagne; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 12-jul-2016: additional information received on 08-jul-2016 from second reporting consumer and on 11-jul-2016 from third reporting consumer. It was added third reporting consumer; added conflicting information regarding humapen savvio gray age and added age of humapen luxura champagne; added hospitalization and high diabetes as medical history; added insulin regular and nph as historical drug; updated start date of human insulin nph and lispro insulin; added conflicting information regarding date of hospitalization; updated status of humapen savvio gray; added non serious adverse event of felt unwell; added the patient was very swollen because humapen savvio gray was broken. Correspondent fields and narrative were updated accordingly. Edit 13-jul-2016: upon internal review on 13-jul-2016 for regulatory submission, information processed on 12-jul-2016 (regarding information received on 08-jul-2016 and on 11-jul-2016) was checked as medically significant for device too. Update 13-jul-2016: no medically significant information was received on 12-jul-2016 from call center. Update 12-aug-2016: additional information received on 12-aug2016 from the global product complaint database added an updated device specific safety summary and manufactured date for the humapen savvio gray; added the device was not returned; updated the medwatch fields; and updated the narrative. Update 31aug2016: non-medically significant information was received from call center on 30aug2016. Edit 26sep2016: the case was unlocked to schedule follow-up attempt. Update 03oct2016: additional information received from first reporting consumer on 30sep2016. Added information that the injection button fell off; also added information that by device was broken, the reporter meant that the device jammed, the injection screw did not move and the injection button fell off. All the device issues occurred prior to patient s hospitalization and according to the first reporter, the hospitalization was caused by the device problems. Narrative and corresponding fields were updated accordingly. Update 05oct2016: no medically significant information was received from call center on 04oct2016. Edit 07oct2016: upon internal request, added information that the return of humapen savvio gray was requested and that an investigation would be performed in case it returned. Update 28oct2016: additional information received on 28oct2016 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the malfunction field to yes/not cirm; updated the medwatch and european and (B)(6) required device reporting elements; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient's mother reported that her daughter's humapen savvio device was jamming and insulin was not being released. The patient experienced increased blood glucose levels. The device was not returned for investigation to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case reported by a consumer, regarding a patient who took part of a patient support program (psp), with additional information received from a second consumer, concerns a (B)(6) female patient of unknown origin. The patient had no medical history and concomitant medication. The patient received human insulin (rdna origin) nph (humulin n) cartridge and insulin lispro (humalog) cartridge, both for treatment of diabetes, unknown dose, frequency and route of administration, beginning in 2006 or 2007 when the patient was (B)(6). On an unspecified date, approximately nine years after starting treatment with insulin lispro and human insulin nph via humapen savvio gray (lot number 1401v12), the insulins were not delivered into the body and she did not receive them due to device jamming at the moment of the injection ((B)(4)/lot 1401v12); it was also stated that the injection screw was not coming out of the pen and that was the reason why the device did not work. Due to that, on (B)(6) 2016 (conflicting information reported as (B)(6) 2016), the patient was hospitalized with an uncontrolled glycemic condition also described as very high diabetes (no value was provided). On (B)(6) 2016 the patient was discharged from the hospital. On an unknown date, reported as since the hospitalization, the patient became swollen. It was provided that patient did not undergo exams. Information regarding outcome and corrective treatment for blood glucose increased was not provided. The patient did not receive corrective treatment for drug dose omission and swelling and she was not recovered from these events. Human insulin nph and insulin lispro were continued. The patient was the operator of the device and her training status was unknown. The device model and reported device had been used for two years. It was unknown if the use of humapen savvio (unknown color) was continued. The device was not returned. The reporting consumer related the events of drug dose omission and swelling to the use of human insulin nph and insulin lispro and did not provide a relatedness opinion between these insulins and the event of blood glucose increased. The reporting consumer considered the event of blood glucose increased related to the drug dose omission and the event of drug dose omission related to the problem of humapen savvio (unknown color). This case is cross-referenced to cases (B)(4). Update 01jun2016: additional information received from call center on 31may2016 and on 01jun2016 was processed with the initial report. Update 06jun2016: additional information received from call center on 03jun2016. No medically significant information was added to the case. Update 22jun2016: additional information received on 22jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 05jul2016: additional information received from second reporting consumer on 04jul2016. Added second reporter. Updated color of device to gray and added its lot number. Narrative and corresponding fields were updated accordingly. Update 06jul2016: no medically significant information was received from second reporting consumer on 05jul2016. Only added information of injection screw not coming out of the device to the description of (B)(4).

Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00183, since there is more than one device implicated. Evaluation summary: a female patient's humapen savvio device was jamming and the insulin was not being released. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1401v12, manufactured january 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review of this batch did not identify any atypical trends with regard to pen jammed. There is evidence of improper use. The patient reused needles, did not hold the injection button 5 seconds and did not prime the device every time before use. This may be relevant to the complaint of increased blood glucose

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case reported by a consumer, regarding a patient who took part of a patient support program (psp), with additional information received from second and third reporting consumers, concerns a (B)(6) female patient of unknown origin. Medical history of the patient included hospitalization due to unknown reason approximately in 2013 while the patient used insulin regular and nph (another manufacturer) via syringe. The patient started receiving these insulins in 2006 or 2007 when she was (B)(6); and high diabetes, also reported as diabetes never lowered. Concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge and insulin lispro (humalog) cartridge, both for treatment of diabetes, unknown dose, frequency and route of administration, beginning on an unspecified date reported as after medical history of hospitalization. The patient also received human insulin (rdna origin) regular (humulin r) cartridge via humapen luxura champagne (unknown lot number), 4 iu, three times per day, unknown route of administration, indication for use and start date. Approximately in 2014 the patient started to use humapen savvio gray in order to deliver human insulin nph and insulin lispro. On an unspecified date, approximately nine years after starting treatment with insulin lispro and human insulin nph via humapen savvio gray (lot number 1401v12) and unknown if after or prior to the starting of human insulin regular, the insulin lispro and human insulin nph were not delivered into the body and she did not receive them due to device jamming at the moment of the injection (product complaint (B)(4); lot number 1401v12); it was also stated that the injection screw was not coming out of the pen and that was the reason why the device did not work. Due to that, on (B)(6) 2016 (conflicting information reported as (B)(6) 2016; also reported as in (B)(6) 2016), the patient was hospitalized with an uncontrolled glycemic condition also described as very high diabetes (no value was provided). Also it was provided the patient felt very unwell. On (B)(6) 2016 the patient was discharged from the hospital. On an unknown date, reported as since the hospitalization, the patient became very swollen because humapen savvio gray was broken. It was provided that patient did not undergo exams. Information regarding outcome and corrective treatment for blood glucose increased and felt unwell was not provided. The patient did not receive corrective treatment for drug dose omission and swelling and she was not recovered from these events. It was provided on 04jul2016 that patient always reutilized the needles and she waited only two seconds the needle inside her skin after injection. Human insulin nph and insulin lispro were continued and it was unknown the status of human insulin regular. The patient operated the devices and she was trained by a company representative. It was provided the device model humapen savvio gray and the reported device humapen savvio gray (lot number 1401v12) had been used for two years (also reported as more than three years; conflicting information). The patient had used the reported device model humapen luxura champagne since unspecified date and the reported device for more than three years. The humapen savvio gray was discontinued and was not returned. The humapen luxura champagne was not returned. The first reporting consumer related the events of drug dose omission and swelling to the use of human insulin nph and insulin lispro and did not provide a relatedness opinion between these insulins and the event of blood glucose increased. The first reporting consumer considered the event of blood glucose increased related to the drug dose omission and the event of drug dose omission related to the problem of humapen savvio (unknown color) and did not provide a relatedness opinion between the events and human insulin regular. The second and third reporting consumers did not provide any relatedness opinion. This case is cross-referenced to cases (B)(4). Update 01jun2016: additional information received from call center on 31may2016 and on 01jun2016 was processed with the initial report. Update 06jun2016: additional information received from call center on 03jun2016. No medically significant information was added to the case. Update 22jun2016: additional information received on 22jun2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 05jul2016: additional information received from second reporting consumer on 04jul2016. Added second reporter. Updated color of device to gray and added its lot number. Narrative and corresponding fields were updated accordingly. Update 06jul2016: no medically significant information was received from second reporting consumer on 05jul2016. Only added information of injection screw not coming out of the device to the description of product complaint (B)(4). Edit 11jul2016: upon internal review on 11jul2016 a medically significant edit was completed in order to add human insulin regular as suspect drug and humapen luxura champagne as suspect device according to information received on 04jul2016 from the second reporting consumer. It was also added information regarding improper use of the devices and added patient was trained by a company representative. Corresponding fields and narrative updated accordingly. Update 11jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 12jul2016: additional information was received on 11jul2016, and processed with the follow up from 11jul2016, from global product complaint database. Product complaint (B)(4) was cancelled in the quality control database as it was a duplicate of (B)(4) which was added to the case. Updated the product tab for humapen savvio gray and updated the narrative with the change. Update 12-jul-2016: additional information received on 12-jul-2016, and processed with the follow up from 11-jul-2016, from the global product complaint database added the device specific safety summary for the humapen luxura champagne; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 12-jul-2016: additional information received on 08-jul-2016 from second reporting consumer and on 11-jul-2016 from third reporting consumer. It was added third reporting consumer; added conflicting information regarding humapen savvio gray age and added age of humapen luxura champagne; added hospitalization and high diabetes as medical history; added insulin regular and nph as historical drug; updated start date of human insulin nph and lispro insulin; added conflicting information regarding date of hospitalization; updated status of humapen savvio gray; added non serious adverse event of felt unwell; added the patient was very swollen because humapen savvio gray was broken. Correspondent fields and narrative were updated accordingly. Edit 13-jul-2016: upon internal review on 13-jul-2016 for regulatory submission, information processed on 12-jul-2016 (regarding information received on 08-jul-2016 and on 11-jul-2016) was checked as medically significant for device too. Update 13-jul-2016: no medically significant information was received on 12-jul-2016 from call center. Update 12-aug-2016: additional information received on 12-aug2016 from the global product complaint database added an updated device specific safety summary and manufactured date for the humapen savvio gray; added the device was not returned; updated the medwatch fields; and updated the narrative.